Manufacturer narrative:
D2: type of the device: common device name: avenue l lateral lumbar cage, avenue t tlif cage system, roi-a alif cage system, roi-t implant system. E1: address: establishment name: (B)(6) hospital , (B)(6). Corrections to: a1, b3, b5, b6, b7, d1, d2 (common device name), d4 (UDI number), d6, d7, d10, e1, e2, e3, e4, g3, h1, h3, h6 (device codes). Additional information in d10, g5 (PMA/510(k) number), h6 (method, results, conclusions). The product was not returned and no photos of the product in the jammed state were provided, so an evaluation is unable to be performed. As such, no evaluation results are available and no conclusions regarding the cause can be drawn. A review of the DHR did not find any issues which would have contributed to this event. The part was likely conforming when it left zimmer biomet's control.

Event description:
It was reported that during the procedure the avenue-l anchoring plate was stuck between the implant holder and the cage. The plate bent and damaged the cage. Alternate implants were used to complete the case. There were no reported patient impacts. This is report one of three for this event.

Manufacturer narrative:
This medwatch is submitted to send the initial report of this complaint. The review of the device history records and traceability did not reveal any non-conformance's to specifications or deviations in procedures that might have contributed to the reported event. Product was received in a condition which made analysis impossible. No evaluation could be performed. Additional information was requested. Investigation ongoing.

Event description:
Avenue l: anchoring plate stuck in cage and inserter. On (B)(6) 2019, in the process of using avenue_l product, anchoring plate was stuck between the implant holder and the cage. According to the reporter , this was due to the bending angle of the anchoring plate, which resulted in the cage and anchoring plate damage. No impact for patient and no delay were reported. Surgical technique was followed. Additional information was received on (B)(6) 2019: the patient is in good health and has been discharged from hospital. X-rays will be provided. The doctor used products of different specifications during the operation. The problem occurred during the first anchor implantation. The patient¿s bones are in good condition without hardening. Additional information was requested. Investigation still in progress.